Manufacturer narrative:
(B)(6). Philip's field service engineer (fse) performed troubleshooting. The fse was unable to duplicate the reported issue after running the unit in normal mode. The fse reviewed the device history and was only able to confirm codes 1102 and 5021 related to speaker failure. The fse replaced speaker number 2 to address the issue.

Event description:
It was reported that the ventilator produced error codes related to pressure regulation and speaker errors. There was no patient involvement. The event date was not specified; estimate used.